Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2010 due to vaginal prolapse, cystocele, enterocele, rectocele and overflow incontinence. Following mesh insertion, the patient experienced pain, erosion, infection, urinary problems and bleeding. The patient underwent pelvic examination and cystoscopy on (B)(6) 2012 due to extruded mesh. (B)(4).